Event description:
The patient reported that she tested her blood glucose and it was 550 mg/dl. She reported that she was experiencing chest pains and thought she might be having a heart attack due to severe chest pains and nausea. She went to the hospital where she was tested and determined that she was not having a heart attack. She was treated with an insulin push and insulin IV and was told that she had ketones in her urine (level not provided). The patient reported that she was released from the hospital when her blood glucose level reduced to 198 mg/dl. The patient reported that her physician indicated that her infusion device was not working properly. The patient indicated that she would be switching to a competitor infusion device. The device was requested to be returned for evaluation but the patient refused to return the device.

Manufacturer narrative:
No product will be returned for evaluation.